Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2021 to treat uterine prolapse. During the deployment, the suture dart got stuck in the device several times inside the patient. Reportedly, the dart detached from the suture and stayed in the device. The procedure was completed with another capio slim device. There was no serious injury reported. The condition of the patient following procedure was stable.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2021 to treat uterine prolapse. During the deployment, the suture dart got stuck in the device several times inside the patient. Reportedly, the dart detached from the suture and stayed in the device. The procedure was completed with another capio slim device. There was no serious injury reported. The condition of the patient following procedure was stable. --additional information received on (B)(6) 2021--- the dart was stuck in the carrier but did not detach from the suture. There was no patient complication reported as a result of the event.

Manufacturer narrative:
Additional information: blocks b5, d4 and h6: device code block h6: device code a0501 has been removed based on the clarification received from the customer that the dart did not detach from the suture. Block h10: the complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.